Event description:
Customer claims that the manual breast pump caused mastitis.

Manufacturer narrative:
December 2nd 2025 update: the device was returned and tested. It was found working according to specifications. The customer reports using the manual breast pump approximately 10 times for sessions of about 15 minutes, as she otherwise breastfeeds almost exclusively. She applies the pump by placing the breast into it. During use, she experienced a sharp pulling pain in the nipple, and after a pumping session developed a very sore, red area on the breast with a painful lump. She was diagnosed with mastitis by her doctor. The nipple also developed a bleb. Bleb formation can be attributable to the user placing her breast in pump, while the instruction for use recommends to press the pump against the breast. Placing the breast in the pump can cause that the expression kit is not centered in the nipple. This could lead to temporary discomfort (such as nipple blebs); it is unlikely that this scenario leads to mastitis within such a short time frame (right after a pumping session in this case). Customer is exclusively breastfeeding. Mastitis is a common condition among breastfeeding mothers, with a prevalence of up to 30%.

Event description:
Customer claims that the manual breast pump caused mastitis. The device has been tested and been found performing according to specifications. No anomalies have been detected on the device.